Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event six of b. Braun melsungen ag internal report #(B)(4). A follow-up report will be provided after the inspection results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): event 6 catheter slips out / is loose

Manufacturer narrative:
Exemption number e2016018. (B)(4). (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event six of b. Braun melsungen ag internal report # (B)(4). We received 6 samples for investigation. The provided samples were subjected to a visual examination. Damages or manufacturing faults were not detected upon this inspection. Afterwards the samples were subjected to a technical/functional examination (tensile strenght testing, measureing of diameter) all conducted testings were passed without any abnoramalities or nonconformities. Furthermore the manufacturer tested retention samples. No defects were observed, too. Also a review of the DHR revealed no abnormalities or nonconformities. Although no deviations were detected, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.